Event description:
A physician reports an intraocular lens was replaced due to edge glare, it was reported that the pt had a 8mm puil and the edges of the capsulorhexis covered the intraocular lens. The pt stated he saw a "ring of light".